Manufacturer narrative:
The device and the associated power cord were returned to the hillrom service center. Preliminary investigation by the technician identified that there was damage to the power cord where the black external insulation covering had been damaged leaving an exposed wire. It was also identified that the exposed wire (blue) was damaged. The technician has concluded that the root cause of the damage to the power cord is due to disconnecting the power supply incorrectly on multiple occasions over time. This incident was assessed by the hillrom clinical team: it is likely the patient experience discomfort or pain. Pain is an unpleasant sensation occurring in various degrees and typically stops once the stimulus is removed. Pain is a symptom not an injury. Pain or discomfort is not life threatening and does not require treatment to prevent permanent impairment of a body function or structure. Welch allyn discontinued production of vital signs monitor 300 series (vsm 300) at the end of 2014. Welch allyn discontinued all service, repair and parts associated with the vital signs monitor 300 series on december 31, 2019. Based on this information, no further action is required.

Event description:
The customer alleged that when the nurse was going to measure blood pressure (bp) she received an electric shock. The unit was charging, nurse took power cord out of the socket, and took the unit over to patient. The unit did not start, so she put it to the other socket in patient room. When she put power cord to the socket, there was bang and nurse got electric shock. She did not get a burn, but finger was black. The nurse was referred to the emergency department of (B)(6) hospital, where it was found that there was no damage to the hand, an ECG was taken with a normal finding. There was no allegation of death or injury. This report was filed in our complaint handling system as complaint # (B)(4).